Event description:
It was reported that a user experienced recurrent low blood glucose events, including an episode to 40 mg/dl following a meal announcement while using the ilet system, and the device provided a low-glucose alert. Symptoms included anxiety, sleepiness, and fatigue consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no need for external assistance or medical intervention. Investigation included a review of device alert performance and user-reported use patterns, as well as troubleshooting and education regarding meal announcements and avoiding use of meal entries as corrections. Investigation of this case revealed that the device alerted appropriately and the event resolved with standard hypoglycemia treatment, with no device malfunction identified. It was concluded that the event was consistent with hypoglycemia without evidence of device failure, and user education was provided regarding appropriate meal announcement and correction practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.